Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was depleting quickly. The customer¿s blood glucose (bg) was between 51-146 mg/dl. Low bg cause was unknown. Customer declined troubleshooting with tandem technical support and declined to provide further information.